Event description:
Cardiology consult notes: "the patient had a previous cardiac arrest...presumed to have prolonged qt syndrome. He was resuscitated and an implantable cardioverter defibrillator (ICD) was implanted. Since that time, the patient has received four episodes of therapy. Electrophysiology (ep) study...showed that the lead has normal parameters. However, in its current position, he feels it is responsible for inducing tachycardia. In fact, with an ep study, he has been able to demonstrate induction of ventricular tachycardia by stimulation in the location of the lead implant within the site, within the right ventricle. Impression: this patient is manifesting some difficulties with the interface of his right ventricle and current implantable cardioverter-defibrillator lead. The lead could possibly be repositioned and possibly overcome this propensity to induction of ventricular tachycardia; however, in the current setting, I believe that we should extract this lead." Notes from the operative report: "examination of the lead showed no obvious abnormalities within the pocket. A stylet was passed down the lead, and the active fixation device was withdrawn. Discharge summary: ...."the durata st. Jude ICD lead was extracted without difficulty or use of laser." The patient tolerated the procedure well. Note: the original implant date is not known; the patient did not have that procedure at this facility.